Event description:
The facility returned the device for service. During service the baxter repair technician noted depleted main batteries with 14 discharges below alarm threshold. The hospital representative stated that there have been no reports of any patient incidents involving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of depleted batteries was confirmed. The batteries were 14 discharges below alarm threshold. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.